Event description:
According to the reporter: the bag got torn at the pre-cut purstring. Several of the same device was used without success and presented the same issue. A 10mm endo catch was finally used to resolve the issue. The kidney size was very big and the overall surgery time was delay was by more than 30 minutes. Procedure: nephrectomy.

Manufacturer narrative:
(B) (4). (B) (4).